Event description:
It was reported in a journal article by kruger, et al. (2021), tilted tremor and quality of life in patients with advanced essential tremor before and after replacing their standard deep brain stimulation with a directional system, 2021, that a patient experienced inadequate stimulation and underwent a lead revision procedure. No identifying information was available but the devices appeared to have been manufactured by boston scientific. No additional information was provided.